Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented for a stress test due to previous pausing while exercising. Pacemaker inhibition was observed due to noise. During the test the device was functioning normal. The noise was observed during the deep breathing as vs. The oversensing due to myopotentials was noted during on the lfa. The physician chose to leave the lfa off. The patient was stable and will continue to be monitored.